Manufacturer narrative:
Date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings:a review of the pump black box data shows evidence of a short battery life with 6 counts of drastic unexplained voltage drops leading to cs 128 call service alarm warning. The ¿ez-prime¿ steps were performed correctly; all current draws were above specification. The short battery life complaint was confirmed. The pump¿s cover was removed and all the current draws returned to specification after unplugging the cgm module from the printed circuit board. The currents draw maintained nominal readings after plugging a known working test cgm module. There was no intermittent power condition found to the cgm board; the defective cgm board failure was concluded. During visual inspection of the pump, it was observed that the battery compartment and returned battery cap were undamaged and able to fit to the pump and maintain an electrical connection. The pump¿s cover was removed and moisture corrosion was found to the continuous glucose monitoring module. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.additional evaluation codes: method codes ¿ (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (battery life) issue. It was reported that the battery life was less than expected. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.